Event description:
Patient says their nevro scs "is not working" and said this started about 2 and a half weeks ago. They said "the thing worked good at first then it just went dead its not helping the pain even though I charge it every other day, and I'm back on the hydrocodone again just like I was before it was put in". Pt says hcp did an x-ray and they "said that everything in place except something is offset with the battery". "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".